Event description:
Reportable based on the device analysis completed on 23 jan 2025. It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion, but the ivus was not available due to noise. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was partially detached near the lap joint section, twisted, and entangled with the guidewire.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was kinked and partially detached near the lap joint section, twisted, and entangled with the guidewire. The guidewire exit port and the distal section of the tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, between 120 and 130 cm from the distal housing.